Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested and delivered a bolus without testing blood glucose (bg) level, and experienced a low bg level of 37 mg/dl. Reportedly, the customer fainted and hit the customer's head on the windowsill. To treat the low bg level, the customer consumed glucose tablets and chocolate. The customer walked to the health care provider's (hcp) office and received stitches for the gash and bruising on the head, and pain medication. Additionally, a computed tomography (CT) scan was performed and no long term injuries were found. Recommendation was made to consult with health care provider regarding diabetes management.